Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician placed the lead and ipg for a permanent procedure. The pt was unable to move her legs in post-op and experienced acute discomfort. It was determined the pt had an epidural hematoma. About 3.5 hrs post-op the physician took the pt back to the operating room and removed the blood clot. The physician relocated the lead to a temporary pock and the lead will be relocated at ta later date.